Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side breast cancer that was not device related. Later, healthcare professional reported right deflation and textured exchange due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as fold flaw opening and one opening on anterior side assessed as surgical damage. ¿ cancer breast-ndr: not applicable as the event is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ black and yellow particles in device outer surface are observed. ¿ creases are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side breast cancer that was not device related. Later, healthcare professional reported right deflation and textured exchange due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.